Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent a device explant procedure. The explanted ipg and paddle lead were discarded by the medical facility.